Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Our customer, ambulance service in arvika/falun sweden, found another needle where the cap was missing when they checked all their stock in the region.

Manufacturer narrative:
(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. The customer returned two photos for inspection: reference (B)(6) for customer photos. The first photo revealed a 15 mm ez-io needle in its packaging with the guard removed and the second photo displayed the product lidstock. The customer returned one ez-io 15 mm needle set for evaluation. Visual inspection of the unopened kit confirmed that the needle guard was completely removed from the needle and the needle tip was exposed. There were puncture holes noted in the packaging compromising the sterile barrier. This failure mode is likely related to the design of the kits packaging. The kit was opened , and the needle guard was reattached to the needle. The guard fit snug and required moderate force to remove. Certificate of compliance (part of DHR) certifies that the aforementioned lot meets the viant upland quality system requirements and specifications. This product has been manufactured and controlled by viant upland in accordance with the FDA qsr and iso iso13485:2003. A review of the certificate of conformance/device history record found that the needle set passed all the release criteria. The device was released in 07/2018 and is approximately 3 years old. Corrective actions for a CAPA were implemented in (B)(6) 2021. This ez-io kit was manufactured in jul 2018, prior to the corrective actions being implemented. The complaint of a guard becoming removed from its needle while still in the kit was able to be confirmed by a complaint investigation of the returned sample. The returned unopened kit was confirmed to contain a needle with its guard completely removed from the needle. There were two puncture holes from the needle observed in the packaging. The likely cause of this complaint is the package design. Corrective actions for a CAPA were implemented in sep 2021. This ez-io kit was manufactured in jul 2018, prior to the corrective actions being implemented.

Event description:
Our customer, ambulance service in arvika/falun sweden, found another needle where the cap was missing when they checked all their stock in the region.